Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery on the insulin pump. He changed his infusion set and reservoir but the insulin pump kept alarming. Troubleshooting was performed and it was deterimed the pump was working as designed. The blood sugar was 400 mg/dl. No product is returning.